Event description:
Received information from the physician that two weeks post op the leads were found to have migrated up from t7/t8 to t2. Patient had revision to move the lead back to t7/t8 area. Physician states he normally does a strain-relief loop after the anchor. Leads are directly connected to the ultra. Surgical outcome provided good coverage for the patient.

Manufacturer narrative:
(B)(4).